Manufacturer narrative:
Patient weight was not available from the site. A medtronic field service engineer visited the site on 2/13/2015. He found that the charger board intermittently shut down. He replaced the umbilical cable, ran both a fluoro and rad gain calibration. System was deemed fully functional during subsequent functional testing. Analysis of suspect umbilical cable as follows: confirmed cable failure, failed gbit; failed 100t; failed continuity test. Wire for lemo pin 23 is off. Electrical problem/damaged connector caused event. On 2/24/2015 a site representative reported that the mvs shut down again after a case. On 2/25/2015 a site representative reported that the o-arm shut down unexpectedly. On 3/4/2015 medtronic field service engineer visited the site again. He replaced the motion batteries. The system performed flawlessly. Issue was resolved with replacement of batteries. System passed all subsequent testing. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site radiology technician (rt), reported that during a spine case, the o-arm system shut down after taking a 3d spin. Prior to shutting down, the unit displayed, 'error occurred application.exe must be closed'. They were able to transfer the 3d exam to the stealthstation s7 navigation system as expected. The o-arm system was plugged into the wall and had been charged overnight. She restarted the system and was able to fully boot the system. Upon bootup, the unit displayed 'battery level critical' error. On the phone technical support recommend that the o-arm be removed from the or (operating room) and fully charged. Use of the o-arm was discontinued for the rest of the case. Surgery completed successfully. No harm to patient.